Event description:
It was reported that the device reached recommended replacement time (rrt) earlier than expected. The device could not determine if the right ventricular lead was capturing and increased outputs to high levels. The device was explanted and replaced, and the lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) - the actual device was not received for evaluation. Performance data was collected from the device and analyzed. It was noted elective replacement indicator date was (B)(4) 2012.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the device reached recommended replacement time (rrt) earlier than expected. The device could not determine if the right ventricular lead was capturing and increased outputs to high levels. The device was explanted and replaced, and the lead is still in use. No patient complications have been reported as a result of this event.